Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. In addition, the lot number reported was invalid for a baxter intermate product. Baxter has attempted to contact the customer to obtain additional information and clarification. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter healthcare that the reservoir of one (1) intermate device had ruptured. It is unknown when this occurred. It is also unknown what type of intermate it was. No additional information is available.